Manufacturer narrative:
A steris service technician inspected the washer and found the spray arm to be misaligned. The spray arm being misaligned caused the water to hit the door directly. The technician also found that an o-ring was missing in the blower damper due to a displaced screw and pin. The technician adjusted the spray arm, replaced the o-ring and correctly placed the screw and pin. The washer was tested for proper operation and returned to service. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their washer. No report of injury.